Event description:
Following the MFR's directions a new set of tubing was placed on the pump. During the priming process 2 of the pumps (#1 & 6) began grinding. After inspecting the tubing rptr found that the tubing seemed to be defective at these sites and was longer than those on the other pumps. This has occurred and was reported before to MFR.